Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. The customer reported events log recorded hardware fault and power supply overheat. The customer replaced the power pcb and the alarms no longer appeared after. At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established

Event description:
The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.